Event description:
During a case, the surgeon contacted the hemostatic bone putty ((B)(4)) with the cautery and then bone putty ignited. The bone putty flamed up and extinguished itself. The surgeon left the bone putty in the pt and completed the procedure with no further problems. No reported adverse effect to the pt

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history records were reviewed and no complaint related issues were found. Synthes initiated a voluntary recall of hemostatic bone putty on (B)(4) 2012. Synthes was made aware that there is the potential for hemostatic bone putty to ignite if contacted with electrosurgical cautery systems under certain conditions during surgery.